Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use on (B)(6) 2020. The lowest blood glucose (bg) entered into the pump by the user was 90 mg/dl on (B)(6) 2020. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value was not provided. Cause was unknown. Customer consumed carbohydrates to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.